Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Air/water channel: klebsiella oxytoca, enterobacter casseliflavus and pseudomonas aeruginosa (26 cfu/10ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, steelco ew 2/2, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Oekg checked the subject device and following were found. The control section was leaky. The insulation of the distal end cap was too low. The nozzle was clogged. The light guide lens and the objective lens were chipped. The adhesive of the distal end was porous. The adhesive of the bending section cover was chipped. The metal part of the bending section was damaged. The side cover of the control section was cracked. The up-down knob was cracked. The variable stiffness function was insufficient. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The exact cause of the reported event could not be conclusively determined.